Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had unable to exit the load reservoir process. The customer¿s blood glucose level was 245 mg/d at the time of the incident. Customer stated that they had problem with the insulin pump when trying to load a new reservoir, they heard beep as if it loading, first they thought they was not able to lock the reservoir but it was. Customer did not receive complete status with next highlighted on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.